Event description:
Customer reportedly received the following results on the aviva: 70 mg/dl, 248 mg/dl, and 140 mg/dl. The patient did not take any medication because she felt she could not trust the test results. Approximately four hours later, she had a seizure. Her husband found her and tested her blood glucose level with his meter and received a result of 428 mg/dl. He administered insulin and the patient came out of the seizure and began to feel better. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.